Event description:
We are notifying you that in 2009, a customer called roche diagnostics and indicated that her daughter experienced two hypoglycemic events within a week. The first event occurred on the event date, when the pt's blood glucose measured 414 mg/dl at 4:30 pm and she bloused insulin using her deltec insulin pump. At 6:21 p.m., her blood glucose measured 35 mg/dl. The mother indicated that she believes her daughter may have bolused too much and/or did not eat enough carbohydrates. The mother indicated that the pt experienced a seizure at that time and she provided a glucose tab, which improved the pt's condition after approximately 15-20 minutes. An ambulance was called and the emts measured the pt's blood glucose as 34 mg/dl at that time. The pt was provided an i.v. Of unknown contents and was released to go home. In the second incident, the following month, the pt's blood glucose measured 187 mg/dl at 1:00 a.m. And 146 mg/dl at 10:19 a.m. At 12:01 p.m., her blood glucose measured 54 mg/dl at which time she experienced a seizure. The pt's mother provided a glucagon shot and the pt felt better within about 10 minutes. No additional info was provided regarding this incident. The deltec insulin pump mentioned in this event is not manufactured or imported by our firm.